Manufacturer narrative:
An event regarding an intraoperative periprosthetic fracture and shell loosening involving a delta v-40 ceramic head 36/0. Conclusion: the patient had an intraoperative periprosthetic fracture of the medial wall. Shell loosening occurred secondary to the intraoperative event. There is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient has severe pain and can't walk without walker. It was reported patient, doa (B)(6) 2015: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2015. Additional information (B)(6) 2015: came into ER with hip pain, hip had dislocated, unknown for how long. During surgery (dr. Tried to reduce the hip but unsuccessful. Ending up taking the femoral head and rejuvenate neck off stem and leave it girdlestone. Update: patient had an intraoperative periprosthetic fracture during primary surgery where an oversized cup and 3 screws were used. The patient was revised on (B)(4) 2014 as the shell progressively migrated and developed further acetabular protrusion. Patient also experienced pain and leg shortening.

Event description:
It was reported patient has severe pain and can't walk without walker. It was reported patient, doa (B)(6) 2015: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2015. Additional information (B)(6) 2015: came into ER with hip pain, hip had dislocated, unknown for how long. During surgery (dr. Tried to reduce the hip but unsuccessful. Ending up taking the femoral head and rejuvenate neck off stem and leave it girdlestone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.